Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Customer was unable to load the cartridge due to consecutive alarm issues, and technical support confirmed the issue. Consequently, technical support decided to replace the pump, advising the customer to use multiple daily injections as backup therapy in the meantime. The customer was informed about receiving a pump with updated software, was instructed to return the problematic pump to tandem via ups, and to program their settings and connect their cgm to the replacement pump. The customer acknowledged all instructions and addressed the shipping details.